Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. While reviewing the programming it was noticed that his daily total for the day before his admission was 75.5u and the time was off by an hour. Performed a fixed prime test and the insulin exited. The high-pressure test could not be performed because the tubing clamp was not available at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.